Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker would increase its pacing rate when the patient raised their arms. The patient remarked that the sensation was unpleasant noting that previous attempts to resolve the issue by reprogramming the sensor settings were unsuccessful. The patient inquired about device function and was referred to their physician whom plans to continue monitoring the patient. No adverse patient effects were reported. This system remains in service.